Manufacturer narrative:
The product was not returned so the evaluation was unable to be performed. Therefore, an investigation for cause and determination of root cause was unable to be performed. Additionally, the manufacturing records could not be reviewed as the serial number has not been provided. If the product is returned for evaluation, the complaint will be reopened and the evaluation will be completed. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. (B)(4).

Event description:
The acta neurochir (wein) (1987) published "indirect injury to cranial nerves after surgery with cavitron ultrasonic surgical aspirator (cusa)". On february 25, 1983 a (B)(6) year-old female underwent surgery - the right cerebellopontine region was explored via a lateral suboccipital approach. A large encapsulated tumour was found to invade the petrous bone. After opening the tumor capsule the cusa was used to reduce the intracapsular tumour bulk with an intensity of 30% of maximum power. The tumor was then microsurgically dissected, first from the caudal side where the lower cranial nerves were identified. Since the tumour was firmly attached to the petrous bone on the tentorial side, the cusa was again used now with an intensity of 80% of maximum power. The trigeminal nerve compressed by the upper portion of the tumour had been separated from the pons. Finally, after opening of the internal auditory meatus by drilling, the canalicular area was dissected. It was not possible to preserve the cochlear or facial nerves. After irrigation and haemostasis the wound was closed in layers. Neurophysiological monitoring: after the tumor had been extirpated potential from the sensory root of the trigeminal nerve in the cerebellopontine angle evoked by peripheral electronic stimulation of the different trigeminal divisions were monitored. Normally, compound action potentials from the sensory root can be recorded 1.5 ¿ 3.0 msec after supramaximal stimulation. However, in our patient no action potential was obtained. Post-operative course: following surgery the patient was immediately found to have ride sided palsies of the 5th, 6th, 7th, and 12th cranial nerves, reduced sensibility of the posterior third of the tongue and in the pharyngeal region. In spite of the multiple cranial nerve palsies the patient was alert, co-operative and with otherwise normal function. A post-operative CT scan showed no tumour. No signs of a brain stem infarction or a post-operative clot could be seen. She was mobilized within 3 days and was discharged from the hospital to her home after 3 weeks. Examination one month after surgery revealed that a partial palsy of the right 3rd cranial nerve had now developed. Otherwise the neurological defects were unchanged. Electromyography (emg) showed total denervation of muscles innervated by the facial and the trigeminal nerves but normal function of the accessory nerve. On examination three years after surgery her, diplopia was now only due to the 6th nerve palsy. Sensation had now partially recovered, diminished sensibility in all divisions of the trigeminal nerve was found. As before, she had an unchanged palsy of the 7th cranial nerve and loss to hearing. There was unchanged disturbance of the sensation in the posterior third of the tongue and pharyngeal region. The 12th cranial nerve palsy remained partial with slight deviation of the tongue to the right on protrusion. During the last year she has experienced severe pain in the right side of the face. Emg now showed partial reinnervation of muscles innervated by the trigeminal nerve.